Event description:
It is reported that a customer was hospitalized for high blood glucose due to a bent canula. The customer's blood glucose was not recorded. The customer was giving fluids to prevent the customer from going into diabetic ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.